Manufacturer narrative:
H10: h3, h6:part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation was performed. No suture or anchors were returned. The distal tip is covered with tape. The depth indicator button is not in the default position. The actuator tip is in the t2 position. A functional evaluation was performed. The actuator tip functions as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus procedure, the t1 anchor of the fast-fix was placed without issues, at the moment to proceed to place the t2 anchor, pull the thread to close the point, but it was blocked before the tension in the meniscus was finished, so the suture was loose, the stitches were lowered with the help of the handle but it did not slide, the point was removed with arthroscopy forceps. A backup device was available to complete the procedure. No delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.